Manufacturer narrative:
(B)(4). Method: the complaint mr290v vented humidification chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and subsequently connected to a water bag to test for leak. Results: visual inspection revealed that the filter of the bag spike vent was damaged. Upon connecting to a water bag, water droplets began to form at the spike vent. A lot check revealed no other complaints of this nature for lot 130619. Conclusion: the reported damage appears to have been caused by the filter media being pushed by a blunt object. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. Any chamber that fails is rejected. This suggests that the damage to the bag spike vent occurred after the chamber was released for distribution. The user instructions that accompany the mr290 state the following: "set appropriate ventilator alarms." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." The hospital staff correctly checked the mr290 prior to patient use. This is in line with our user instructions.

Event description:
A healthcare facility in (B)(4) reported to a fisher & paykel healthcare (fph) representative that water leaked from the vent valve of the bag spike on an mr290v vented autofeed humidification chamber. This was found prior to patient use.